Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak tested and functionally tested. The pump passed the visual inspection and leakage test; no damage or abnormalities were observed. However, the pump did not pass one of the activation tests. Based on the available test results and investigation, product analysis was able to confirm the pump activation issue, which supports the reported mechanical issue. The allegation of hole/perforation could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the reservoir connecting tube. A surgical procedure was performed in which the reservoir and pump were replaced, while the retained reservoir was left in place. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump is ((B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a crack was identified in the reservoir connecting tube. A surgical procedure was performed in which the reservoir and pump were replaced, while the retained reservoir was left in place. There were no patient complications reported.